Event description:
Pt reported high values vs another meter. Pt experienced symptoms of hypoglycemia. Ibgstar meter value of 13.9 mmol/l, other meter 11.1 mmol/l; ibgstar meter value of 10.9 mmol/l, other meter 8.3 mmol/l.

Manufacturer narrative:
Meter was returned and tested per manufacturers specifications. No fault found with meter. Pt was not hospitalized. This case has been closed.